Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2026. It was reported that during the procedure, when the band was deployed, the wire was fractured and could not be deployed. The scope was stuck and could not be turned. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Imdrf device code a0401 captures the reportable event of trip wire break. Imdrf device code a0401 captures the reportable event of ligator handle broken wont turn.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2026. It was reported that during the procedure, when the band was deployed, the wire was fractured and could not be deployed. The scope was stuck and could not be turned. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Imdrf device code a0401 captures the reportable event of trip wire break. Imdrf device code a0401 captures the reportable event of ligator handle broken wont turn. Block h2: device evaluation: block h11: investigation results: the device returned and it was found during visual inspection that the teeth were damage, and the bands were noted to be overlapped. The slack was taken up and the trip wire was secured to the post; additionally, the trip wire was found to be intact and not broken. During functional inspection, the handle was able to rotate 180 degrees, and an audible click was heard. Based on these findings, the reported event of bands failure to deploy was confirmed. However, the reported events of handle broken wont turn and trip wire break could not be confirmed through testing of the returned product. It was confirmed this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. According to the product analysis performed on the device, it was found that teeth were damage. The marks on the ligator housing teeth implies that the device might have been used with too much force this caused the teeth to get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged and also affecting the functionality of the handle when deploying the bands. Also, it was possible to observe that the bands were overlapped. This failure mode might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. There is a possibility that the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands. It could also be a possibility that depending on the technique used to grab the varix or polypus by the ligator unit, the suture could have been misplaced by the movement of the procedure and making the bands not able to deploy accordingly, also getting them overlapped. Additionally, it is possible that the band was tried to be released from the suture, and the damage on the teeth affected the band deployment. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.